Event description:
The covid tests we received from the government with lot #204348, exp 7/24/2023 are not listed on the FDA website listing the extended expiration date. The website list stops with may expirations. There is no extension listed for the tests we received.